Event description:
Patient presented to the physician with pain above their chest incision. Physician suspected a suture abscess cyst or infection and prescribed the patient a 10-day course of antibiotics. Patient returned for a follow-up appointment with no reported improvement. Physician ordered a chest CT scan and will re-evaluate next steps after reviewing the results.

Event description:
Patient presented back to the physician with continued pain above the chest incision. Physician brought the patient into the oerating room, dissected superiorly at the ipg pocket to provide additional slack to the stimulation lead, and closed the chest incision.